Event description:
Customer reported breakage of the male luer collar when the user disconnected the secondary set from th primary set. Customer stated curos caps were not used on the luers. There was no harm to pt. No medical intervention was required. No further information was provided.

Manufacturer narrative:
MFR report date: (B)(4) 2013. Internal file no: (B)(4). The event secondary set was not returned. However, a primary set 2426-0007 was received with a piece of a male luer lodged inside the smartsite valve below the check valve. The customer's report could not be confirmed due to the affected product was not returned for failure investigation. The root cause of this failure was not identified.